Event description:
Procedure type: lap chole. According to the reporter: after inserted the ports into the patient cavity, found a foreign material like plastic. Removed the ports and checked them, but no breakage failure was found in the ports. The procedure was converted to open because it was originally difficult to perform a laparoscopic operation, and because of the fallen material as well. The foreign material was retrieved from the cavity. No tissue damage. Extended or time: unknown. No patient injury was reported. Patient status: ok. Patient's history: diabetes mellitus. No further patient info available.